Event description:
It was reported that a male patient, underwent a ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and a cardiac tamponade occurred which required a pericardiocentesis. It was noted that this patient had a medical history of heart disease. Upon request, additional information was provided on the event. The diagnosis before the event was ventricular tachycardia and the event was a pericardial effusion as a diagnosis. A transseptal puncture was performed with the brk needle. There were no error messages observed on the biosense webster equipment during the procedure. The patient received anticoagulation in the procedure. There was most likely an aneurysm in the right ventricle. The event occurred in the ablation/mapping phase. The physician did a puncture to take the blood around the heart. The patient did not require extended hospitalization. The procedure was aborted. The patient was reported to be in stable condition at the time bwi followed-up for additional clarification. It was presumed that the catheter went through the right ventricle. The physician¿s opinion regarding the cause of this adverse event is that the product was not the problem. Settings during the event include: power control mode / temperature cut-off 48 degree / 30ml/min.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).